Manufacturer narrative:
(B)(6). Visual inspection confirmed that the anchor piece and sutures were trapped inside the shaft. The anchor was broken from the eyelet forward, and the sutures remained threaded inside the inner diameter of the returned piece. The remaining diameter of the anchor is also cracked, and the break site is damaged in a manner consistent with a counterclockwise torsional rotation. Due to the condition of the returned anchor a dimensional and functional evaluation could not be performed. The handle assembly was functionally tested and performed as intended. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. After the evaluation the most likely root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that while screwing in of the anchor, the anchor was broken from the middle. A backup device was used to complete the procedure. The healthcare professional was confident that all materials and debris were removed. There were no reported patient injuries. No other complications were noted.